Event description:
A customer contacted beckman coulter regarding discrepant phosphorus (phosm) result generated by the synchron lx20pro instrument. The initial phosm result was 8.2mg/dl the customer noticed "imprecision" on the qc ran and tested the original patient sample on another instrument in their lab. The phosm result obtained from another instrument was 2.9mg/dl. The customer indicated there was no change in patient treatment that can be attributed to or connected with this event

Manufacturer narrative:
Investigation summary (post event): the customer indicated that the event occurred during the 1:00 am to 8:00 am shift. Per customer communication, an operator noticed phosphate "imprecision" on the 7:30 am qc run. A field service engineer (fse) was dispatched to the customer lab. The fse inspected the instrument and discovered a stalling stirrer motor. The fse replace a phosm module. The module replacement resolved the issue. The removed phosm module was sent to beckman coulter for investigation. A malfunction will be assumed for the purpose of this report.